Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to incontinence. It was noted that there was fluid loss from the device. The device was removed and replaced. There were no additional patient complication reported.